Manufacturer narrative:
12-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 05-sep-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Head of brush head broke off the handle while brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she bought 8 oral-b flexisoft or precision clean brushheads, and now 3 were already broken within 1 month. The consumer elaborated that the head of the brush head broke off the handle while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that it seemed the other brush heads were fine. No symptoms developed. Relevant history: none reported. No further information was provided. 04-aug-2017 received consumer's follow-up phone call: the consumer reported that the logo did not come off, it was really in there. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of brush head broke off the handle while brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she bought 8 oral-b flexisoft or precision clean brushheads, and now 3 were already broken within 1 month. The consumer elaborated that the head of the brush head broke off the handle while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that it seemed the other brush heads were fine. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up phone call: the consumer reported that the logo did not come off, it was really in there. No further information was provided.